Event description:
It was reported that guidewire entrapment occurred. The 75-85% stenosed target lesion was located in the moderately tortuous and mildly calcified right internal carotid artery. An 8.0-29 carotid wallstent and a 190 cm filterwire ez were selected for use. During the procedure, the stent was deployed in the lesion. However, upon removal, it was noted that the catheter was difficult to remove as the filterwire will follow. Several attempts were made, but the filterwire moved with the catheter. The position of the balloon guiding was not changed, and the filterwire and carotid wallstent were carefully passed through the stent, then were removed together as they were with the balloon guiding. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: only the guidewire was returned for analysis. It is possible to observed that the guidewire was kinked at the middle section. No other issues were identified during the product analysis.

Event description:
It was reported that guidewire entrapment occurred. The 75-85% stenosed target lesion was located in the moderately tortuous and mildly calcified right internal carotid artery. A 8.0-29 carotid wallstent and a 190 cm filterwire ez were selected for use. During the procedure, the stent was deployed in the lesion. However, upon removal, it was noted that the catheter was difficult to remove as the filterwire will follow. Several attempts were made, but the filterwire moved with the catheter. The position of the balloon guiding was not changed, and the filterwire and carotid wallstent were carefully passed through the stent, then were removed together as they were with the balloon guiding. There were no patient complications as a result of this event.